Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance measurements low out of range. Subsequently, this ra lead was capped and a new lead was implanted. No additional adverse patient effects were reported.